Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had a previous type ia endoleak repaired with a cuff and aptus endoanchors. It was reported that the patient¿s abdominal aneurysm continued to expand despite no evidence of an endoleak. The physician performed an open exploration and found a 3-4 mm laceration in the anterior portion of the left iliac limb (type iii endoleak). The endoleak was repaired and the event resolved. The physician stated that the cause was unclear. However, it was noted that there was calcification of the aorta adjacent to the area of the leak. It was thought that the calcified plaque may have contributed to the leak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.